Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 39 mg/dl back to back with a result of 96 mg/dl on the compact plus when testing was performed within 10 mins. Reporter indicated that she treated him with honey and orange juice in between the two results because of the hypoglycemic symptoms he was experiencing. Reporter alleged that within 10 mins of the 96 mg/dl results, another result of 225 mg/dl was obtained. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.